Event description:
Pt status after bifurcation prothesis in art.fem./aorta, surgery about two weeks old. Pt had a bifurcation embolus in art.pulmonalis centralis with thrombus in art.pulm.right and left, also branches. Procedure with a 8 fr. Guiding, xpd cath. And .035 terumo guide wire. Pt was desaturated, sao2 ca. 88% with 15 ltrs o2., max.run time 60 secs, max procedure time 480 secs. At every new run, pt desaturated more, 85%, pt fainted, couldn't communicate with pt, pt had spasms with their arms, and foam on their lips, the same things you see when a person has ventr.fib., but the pt had a normal ECG. What could it be? Hypoxia? Micro-embolism" the procedure went well in itself, the pt is doing good and left the cath lab. With a sao2 96% with 7 ltrs o2.